Manufacturer narrative:
Additional information:b5 the quattro catheter will not be returning for investigation because the patient was a medical examiner case. Patient with multiple serious comorbidities presented to the ed in shock and with hypothermia; admitted to ICU and treated for multiple serious problems. Patient's age, weight, and gender were not provided by the customer. Zoll thermogard lx with quatro catheter was used in an attempt to warm the patient. The quattro catheter insertion was smooth by an experienced physician. Catheter was placed into the patient's right femoral vein. The 500ml ns bag was noted to be empty and quattro system was pulling air into the air trap. The system was placed on standby, re-primed & during priming, blood was noted in closed system tubing of orange port, and use discontinued. Quattro catheter leak was suspected. The catheter dwell time was less than 12 hours, possibly 6 hours. Customer reported that such issue occurred first time in their use of zoll catheters. Ultimately, the patient passed away. The official cause of death is not available at this time, but preliminary findings suggest it was due to his underlying serious medical conditions. Seems that 500ml of sterile ns could be entered in the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
On july 21, 2021, additional information received from customer, the catheter dwell time was less than 12 hours , possibly 6 hours. Catheter was not returned because the patient was a medical examiner case. The quattro catheter insertion was smooth by an experienced physician. Catheter was placed into the patient's right femoral vein. Patient's age, weight, and gender were not provided by the customer.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Patient with multiple serious comorbidities presented to the ed in shock and with hypothermia; admitted to ICU and treated for multiple serious problems. Zoll thermogard lx with quatro cvcatheter was used in an attempt to warm the patient. The 500ml ns bag was noted to be empty and quattro system was pulling air into the air trap. The system was placed on standby, re-primed & during priming, blood was noted in closed system tubing of orange port, and use discontinued. The 500ml ns bag was noted to be empty and the thermogard console was pulling air into the air trap (bubbles). The system was placed on standby, re-primed & during priming, blood was noted in the tubing of orange port, and use discontinued. Quattro catheter leak was suspected. Customer reported that such issue occurred first time in their use of zoll catheters. Ultimately, the patient passed away. The official cause of death is not available at this time, but preliminary findings suggest it was due to his underlying serious medical conditions. Seems that 500ml of sterile ns could be entered in the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. Re-training of the customer on usage of the catheter to assure appropriate location of the catheter during cooling therapy could be beneficial. Death was not related to zoll device.

Event description:
During ivtm therapy on a patient with multiple serious comorbidities presented to the emergency department in shock and with hypothermia; admitted to ICU and treated for multiple serious problems. The 500ml ns bag was noted to be empty and the thermogard console was pulling air into the air trap (bubbles). Quattro catheter (lot #unknown) leak is suspected. The system was placed on standby, re-primed & during priming, blood was noted in the tubing of orange port, and therapy was discontinued. Per customer, the thermogard console is functioning properly. Patient death was reported. The official cause of death is not available at this time, but preliminary findings suggest it was due to his underlying serious medical conditions.